Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, during the implant procedure, this right ventricular (rv) lead was suspected have fractured. This resulted in noisy signals, high pacing thresholds, impedance issues, inappropriate shock and anti-tachycardia pacing (atp). Subsequently, another rv lead was implanted instead. No additional adverse patient effects were reported.